Event description:
Caller reported experiencing intermittent occlusion alarms. Customer's blood glucose level reached a "high" reading, a specific value was not provided. To address the high blood glucose, the customer disconnected and reconnected the infusion set and restarted the bolus. Due to ongoing issues, a replacement pump was sent to the customer.